Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had relocated to savannah, ga and that their right battery had migrated. Patient services asked when the issue began, and the patient only stated that it had been over a period of time, that they could just feel it more under the skin and they were also feeling some tenderness toward their spine which made them think it had migrated more. The patient stated this right side had been repositioned already and now it had moved again/wasn't in the position it had been in before and they'd been trying to find a physician to help the patient since they'd moved to georgia. Patient was unable to provide specific dates for when these issues began. Patient services sent the patient physician listings at the patient's request and the patient was going to locate a health care provider (hcp) to assist them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.